Event description:
The customer stated the device will not test. Multiple tries to get the unit to operate correctly. The device just recycles to the main menu. The customer stated they tried several lot numbers of glucose strips. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.